Event description:
It was reported that a malfunction alarm with code "malf 0" occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact support again if the issue reoccurs.